Event description:
Machine and proximal pressure sensors failed (ec 1007 and 1008). The customer reported the device was in use, however, there was no report of patient or user harm. The remote service engineer (rse) evaluated the incident, and the customer states it was reported to him that vent went inop 1007. Biomed was unable to duplicate but did receive 1008 error code. Unit would not stop alarming. The customer removed ac and dc to power unit down. The rse informed the biomed to check the da to mc cable connection. Biomed stated the connection is good. Informed biomed to replace the following in order until error is cleared: replace the da pcba to mc pcba cable, replace the da pcba, replace the mc pcba, replace the pm pcba, replace the cpu pcba. Provided the customer with part numbers for the da board and da to mc cable. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information is pending.

Manufacturer narrative:
The ventilator was treating a patient. The patient was removed from the ventilator with no harm. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.